Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device went bad before it should have, possibly due to a bad lead. Follow-up with the physician's office did not yield any additional relevant information. The device and lead were replaced. No patient complications have been reported as a result of this event.